Event description:
Info received indicates the CPR release is not functioning.

Manufacturer narrative:
The technician isolated the issue to a cut CPR cable. He indicated that it looks as if the cable was pinched. The technician replaced the CPR cable to repair the bed.